Manufacturer narrative:
Concomitant medical products: fr995-27, tissue valve; fr995-29, tissue valve, implanted: (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead was programmer to a different vector to optimize the device battery life. After the reprogramming was complete, the patient experienced "jumpiness" and twitching on their left side due to the left ventricular (lv) lead exhibiting phrenic nerve stimulation. The lv lead was reprogrammed back to its original settings and remains in use. No further patient complications have been reported as a result of this event. The patient is a participant in a clinical study.